Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 191 mg/dl.

Manufacturer narrative:
Initial report g3 date received by manufacturer: 03/25/2023 initial report g3 date received by manufacturer: 03/25/2023.